Manufacturer narrative:
One opened probe was received with a tip protector, in a tray, for the report of actuation failure during surgery. The returned sample was visually inspected and found to be non-conforming with orange/brown foreign material on the port face. The sample was then functionally tested for actuation, aspiration and cut. The sample was found conforming for aspiration and cut and was non-conforming for actuation. The probe was disassembled and the components inspected. No/minimal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks were observed at one location along the inner cutter. The sample was retested for actuation with the probe driver and was able to actuate. The initial actuation test failed due to an interference within the probe and once the interference (needle assembly) was removed the probe was able to actuate. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation confirmed that the probe had an actuation failure. The cause of the actuation failure is the observed damage and wear to the inner cutter of the probe. A damaged and worn inner cutter can impede the movement of the cutter shaft. How and when the inner cutter of the probe became damaged and worn cannot be determined from this evaluation. No specific action with regard to this complaint was taken by the manufacturing site because the exact root cause for the actuation failure cannot be determined from this evaluation. However, due to the number of related complaints, an investigation has been initiated to reduce the frequency of probe complaints. All probes are 100% tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that actuation failure occurred where the probe had insufficient rotation during surgery. The condition of aspiration is unknown. The product was replaced and procedure completed with no patient harm.